Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 128 ohms. Boston scientific technical services (ts) reviewed device data and indicated there was a previous high out of range shock impedance measurement of 132 ohms approximately one year ago and noted the impedance measurements have varied from approximately the 80 ohm range to the 120 ohm range since then. There were no episodes with noise. Ts explained to the healthcare provider (hcp) that the range of shock impedance for a single coil lead is from 70 ohms to 125 ohms, so the lead is operating just above that and has been fairly stable for the past year. Ts provided guidance that they could consider increasing the value of the high out of range shock impedance alert to 150 ohms, if the physician agrees and reviewed commanded maximum energy shock testing using a 41 joule shock if the impedance value is consistently in the 140 ohms to 150 ohms range. The lead remains in-service. No patient symptoms or adverse patient effects were reported.